Manufacturer narrative:
Valve found to function per specs. The leaflet malfunction was the result of external interference with leaflet motion, not from a defect within the valve. Review of the device history record showed the valve was built per specifications. (B)(4).

Event description:
After implant of the prosthetic aortic valve, and after patient was taken off the bypass, transesophageal echo (tee) was used to verify proper function of the valve. A large pressure gradient was observed along with observing that a leaflet was not moving properly. The on-x valve was explanted and replaced to complete the surgery. The on-x valve was returned for product evaluation.